Manufacturer narrative:
The operators instructions step 4 for the medical device used in this incident states, "1) push the up button on the hand control to initiate the upward motion of the lift boom. 2) continue the upward motion until there is tension on the sling legs, making sure all the loops on the sling are securely hooked on the hanger bars." Operators instructions are provided with the equipment and on the medical device manufactures web site. Site also contains videos showing the proper technique for equipment use. The facility initial reporter stated, "the lift was inspected after the incident and was found to be in excellent working condition. The sling was inspected after the incident and was found to be in good condition. The sling size was determined to be the correct size for the resident." The manufacturer believes this was user error, the user did not confirm the sling was securely hooked to the hanger bar as described in the operators instructions prior to moving the patient.

Event description:
Customer reported 2 lnas were transferring the resident from a broda chair to the bed. The lnas say the sling loops were on the lift correctly. When the resident was within an arm's length of bed, the right arm shoulder loop popped off the sling hanger. The resident fell head first, bounced off bed, and landed on the floor.

Manufacturer narrative:
The operators instructions step 4 for the medical device used in this incident states, "1) push the up button on the hand control to initiate the upward motion of the lift boom. 2) continue the upward motion until there is tension on the sling legs, making sure all the loops on the sling are securely hooked on the hanger bars." Operators instructions are provided with the equipment and on the medical device manufactures web site. Site also contains vidoes showing the proper technique for equipment use. The facility initial reporter stated, "the lift was inspected after the incident and was found to be in excellent working condition. The sling was inspected after the incident and was found to be in good condition. The sling size was determined to be the correct size for the resident." The manufacturer believes this was user error, the user did not confirm the sling was securely hooked to the hanger bar as described in the operators instructions prioor to moving the patient.

Event description:
Customer reported 2 lnas were transferring the resident from a broda chair to the bed. The lnas say the sling loops were on the lift correctly. When the resident was within an arm's length of bed, the right arm shoulder loop popped off the sling hanger. The resident fell head first, bounced off bed, and landed on the floor.